Event description:
The customer reported to beckman coulter (bec) obtaining erratic high hemoglobin (hgb) results on patient sample run on the coulter lh 750 analyzer (instrument 1) compared to results from the same sample run on another lh750 instrument (instrument 2) which were considered correct. Data submitted for review indicated that the initial patient sample (patient 1) recovered high hemoglobin (hgb) and hematocrit (hct), without instrument generated flags for complete blood count (cbc) on instrument 1. The customer stated that the results were reported out of the laboratory, and were questioned by the attending physician, at which time the laboratory reran the sample and hgb and hct results from another instrument (instrument 2) were lower and verified as correct based on the patient history. These results were not provided for review and the customer could not provide specific details of the patient rerun results. There was no death nor injury or change to patient treatment attributed to this event. This MDR is to report patient results generated on (B)(6) 2013, by the lh 750 analyzer, serial number (B)(4), identified as instrument 1. MDR 1061932-2013-01781 is being submitted to report patient results obtained on (B)(6) 2013.

Manufacturer narrative:
The sample run was a 5 ml edta vacutainer tube that was stored at room temperature and run soon after collection. Controls preceding the event were within specifications; however, the customer stated that there was no control runs performed after the incident. A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse was not able to reproduce the reported problem. The fse ran reproducibility tests, quality control and affected patient samples which yielded the correct results. The fse stated that there was no active leak observed as previously documented in the report; however, the fse found salt residue buildup from a possible previous white blood cell (wbc) bath leak around the wbc apertures, wbc mixing bubble (used in both the wbc and red blood cell (rbc) baths to mix the dilutions) and wbc bath check valve (cv-8). The fse replaced tubing, check valve and all aperture o-rings and the wbc bath. The fse also replaced a faulty clenz pickup tube as part of incidental maintenance. The failure mode was possibly related to salt residue buildup from a previous wbc bath leak.